Event description:
The cardiomems sensor data was reported to have a pattern of drift. It was recommended that data is not used to treat the patient until it is checked against an outside clinical benchmark.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6. No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
On (B)(6) 2022 an echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 21.2 mmhg. Accurate readings were observed under the manufacturer's patient care network database.